Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 285cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. The patient reported that her breasts hurt, look abnormal, and are hard. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Correction: some manufacturer details in block d and block g were filled in incorrectly in the initial report. The corresponding fields have been updated. On 18-jan-2021, mentor received additional information about the event. The scheduled explantation date is (B)(6) 2021. D6b explantation month, day, and year: (B)(6), 2021. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4). D3 manufacturer name: mentor texas, d3 manufacturer address street line 1: 3041 skyway circle north, d3 manufacturer city: irving, d3 manufacturer state code: tx, d3 manufacturer zip code: 75038, d3 manufacturer country code: USA . G1 manufacturer contact facility name: mentor texas, g1 manufacturer contact addr. St. Line 1: 3041 skyway circle north, g1 manufacturer contact city: irving, g1 manufacturer contact state code: tx, g1 manufacturer contact zip code: 75038, g1 manufacturer contact country code: USA.

Manufacturer narrative:
On 02-feb-2021, mentor received additional information about the event. The patient was diagnosed with baker grade iii capsular contracture in her right breast. No diagnosis was provided for the reported capsular contracture in the patient¿s left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 250cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-feb-2021, the mentor failure analysis lab received the device for evaluation. On 22-feb-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).